Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they had a stroke on (B)(6) 2016 and thought it was related to the device. Additional information was received from the patient and it was reported that there was an eos (end of service) code seen. It was noted that the device was off/disable and no longer providing therapy. The patient reported a fall that could be related to the issue. The patient reported that they passed out and fell when she had her stroke. The patient reported that they couldn¿t remember exactly how she fell and/or if she landed on the ins; the patient remembered that she couldn¿t get off the floor.